Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible one due to an unknown reason. Additional information was received that the patient had difficulty charging the ipg succesfully. The patient was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Block approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible one due to an unknown reason.